Event description:
Applied an omnipod (B)(6), blood sugar kept rising. I couldn't figure out why, so I replaced insulin pump with another, blood sugar kept rising even after corrective doses. Started not feeling well and had very high ketones, went to ER that evening and was admitted with dka (diabetic ketoacidosis), released next day and took 4 days to recover fully. Insulet is wanting me to return pods I used but I will be holding onto them. Pt code: 2364. Device code: 1535. Ref report: mw5185555.